Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. As a precautionary measure, the fse replaced the datasettes and performed running test without occurring any problem. The iabp was returned to the customer and has been released for clinical use.

Event description:
It was reported that during patient transportation to another hospital, the cs300 intra-aortic balloon pump (iabp) generated electrical test fails code #4". The iabp was replaced to continue therapy, and no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during patient transportation to another hospital, the cs300 intra-aortic balloon pump (iabp) generated electrical test fails code #4. The iabp was replaced to continue therapy, and no patient harm, serious injury, or adverse event was reported.